Event description:
Customer called for flashing led on base. The device was returned by the customer. Upon evaluation of the device, it was determined that pins 3 and 4 showed signs of melting and burning.